Manufacturer narrative:
Integra has completed their internal investigation on january 17, 2018. Results: evaluation of returned device; it was noticed that the back insulated sheath is not fixed on the tube and can slide over the metallic tube. The tube is distorted. There was no preventive maintenance on the device since it was bought on 2012. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: a probable cause of the deficiency observed is a material issue with a stability defect of the black insulated sheath during reprocessing. This isolated device was manufactured on 2012 and no maintenance was performed by the integra service and repair. The age of the instrument and the lack of maintenance let reasonably conclude that this event is not attributable to integra.

Event description:
Two (2) of 3 reports - other mfg report numbers: 2523190-2018-00010, 2523190-2018-00012. It was reported that during 3 uses, the insulating black tube was detached from metallic sheath, so the device lost its insulating capacity/property with risk of accident for the patient and user in the operating room. Due to the fact the insulating black tube was detached from metallic sheath, there were some biological stains. This type of stains is not normal and they indicate the instrument is not waterproof. Additional information received on january 8, 2018: the 3 units were not used during the same procedure. The issue was observed during cleaning in sterilization department. There were no consequences for the patient and there was no increase of surgery time. The events occurred in (B)(6) 2017 but the customer is not able to provide exact event dates.